Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2012-(B)(6); 5086mri implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient developed endocarditis. The organism was (B)(6). The leads and device were removed. A temporary lead was implanted. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.